Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240( air in line) which occurred on home choice (hc) during use during dwell 1 of 3. The home patient (hp) stated that the supply bag was leaking. The baxter technical representative (tsr) explained the alarm and clear the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). There was no allegation made against the disposable device. This report for se 2240 (air in set) was not confirmed. Due to sample - solution bag not available for evaluation, the root cause was undetermined.